Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated multiple biopince needles (18ga 10cm) were catching soft tissue between the inner stylet and the outer sample cylinder prior to firing. This resulted in incomplete samples, absent samples, and-in the final case-a renal pseudoaneurysm, the pseudoaneurysm occurred without the needle being fired. Will return all units with this lot number due to multiple occurrences. This report is for the renal pseudoaneurysm.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened, inhibiting it from properly obtaining a sample. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.